Event description:
A surgeon reported that she had two patients (three eyes) with unexpected postoperative refraction of +1 diopter following intraocular lens (iol) implant surgery. She exchanged the iols for same model lenses of different powers and was satisfied with the results of all three cases. No patient identifiers were provided. Additional information has been requested.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Not enough information was provided from the account to properly complete an investigation. Attempts to obtain additional information have been made. A completed questionnaire has not been received. (B)(4).